Manufacturer narrative:
Our quality engineer inspected the one photo submitted for evaluation. The reported issue of stopper defective / damaged was confirmed upon inspection of the sample photo. Analysis of the sample photo showed that the stopper of the syringe was jammed. Bd determined that the cause of the failure was related to our assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd luer-lok¿ syringe with bd safetyglide¿ needle was deformed/twisted, causing an inaccurate volume of medication to be dispensed. The following information was provided by the initial reporter: "on 01sep2023, a defective syringe was encountered while performing a laboratory test. The rubber stopper in the barrel was morphed/twisted which caused an inaccurate volume to be dispensed."